Event description:
It was to report a device that was in bvvi while still in the box. The device was returned.

Manufacturer narrative:
(B)(4). Final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. It was noted that the device had been exposed to cold temperatures prior to its return. (B)(4).